Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were still in the hospital at the time of report and had 6 seizures after the evaluation. The patient noted that the healthcare professional (hcp) felt it was from the anesthesia. The patient had to strain, almost like pushing a baby out, to use the restroom and noted that they had this prior to the evaluation. The patient was on pain medication, morphine, at the time of report and stated that they legs hurt really bad. The patient noted that they had prior existing seizures and was straining to void as they were a retention patient. It was indicated that the patient was currently in the hospital under the care of the healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
Seizures determined to be unrelated to device/therapy, see below: this event was escalated for medical safety review as the event alleges a potentially new or unexpected therapy issue that does not appear to be a known event as disclosed in the labeling; additional review and assessment is needed to assess relatedness, labeling, and event severity, as well as assess for recommendation of additional actions, as appropriate. The patient reported that they were still in the hospital at the time of report and had 6 seizures after the evaluation. Review the event and assess the following: the relationship of the device to the reported adverse event, including the likelihood of relatedness of the adverse event to either a device failure or a therapy effect and the evidence supporting and/or lacking to make this assessment. Review of product labeling to determine if the adverse event is a known event as disclosed in labeling. Assessment of the event severity. Recommendation of additional actions, as appropriate (e.g. Escalation to pie or labeling functional review board). Result: a medical safety assessment is not needed. The event of postoperative seizures and their reported severity is not related to the device or therapy because the physician indicated they felt the seizures were due to the use of anesthesia. Postoperative/anesthesia-related seizures are a risk of any surgical procedure; therefore, in this case, medical safety assesses the reported event of seizures due to anesthesia and their reported severity as labeled per the interstim ifp manual (B)(4), which states, the ¿risks normally associated with surgery¿ as potential adverse events in the adverse events section's introduction. Additionally, it was noted the patient has a history of prior existing seizures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information as received from the patient on 2017-apr-22. The patient reported that they were concerned that the wires may have come loose. The patient noted that at the time of report they had some wires exposed. The patient¿s husband noted that there was about six inches of wire that was exposed and secured he wires with medical tape. The patient confirmed that the evaluation was still working and that they were still able to fee stimulation. The patient noted that they were concerned that they felt stimulation in a different area; prior to implant the patient felt it in the buttocks but at the time of report they felt it on their tailbone area. The patient was advised that this was a common area to feel it. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.